Manufacturer narrative:
The employee stated prior to the reported irritation, one of the pieces of equipment they were utilizing was their reliance vision single chamber washer. User facility personnel could not confirm if the reliance vision single chamber washer or other equipment (steris or otherwise) caused the reported event. A steris service technician arrived onsite following the reported event to inspect the reliance vision single chamber washer and found the unit to be operating properly. No repairs were required. The technician was informed by facility personnel that multiple employees had handled the instrument before and after the reported event and there have been no other reports of skin irritation. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported one employee experienced irritation on their skin while handling an item that was processed in a reliance vision single chamber washer. Medical treatment was sought but the user facility did not disclose if medical treatment was administered.